Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed.additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101973. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patient's leads had high impedances. As a result the patient lost effective therapy. Surgical intervention was undertaken to replace both leads and effective therapy was restored postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include:common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101973.